Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that. During the initial implant procedure, that the implantable pulse generator (ipg) had no sensing and no capture when the right ventricular (rv) lead was attached. The rv lead was working well with the analyser prior to being attached to the ipg. The rv lead was repositioned and re-attached to the ipg with no improvement to sensing. It was noted that a polarity switch to unipolar may have occurred. The ipg was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.